Manufacturer narrative:
The patient¿s weight was not provided. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there was visual trauma to the driveline, and that it was wrapped with rescue tape. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages. The percutaneous lead (driveline) x-rays are unremarkable. On 16may2018, the manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement approximately 4 inches from exit site. Log file analysis post driveline replacement revealed a pump stoppage. The lvad was exchanged for suspected internal driveline damage. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. A distal end percutaneous lead (driveline)replacement was performed and approximately 16 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the replaced portion of the percutaneous lead in its returned condition revealed no discontinuities or shorts, even with manipulation of the lead segment. Upon removal of the rescue tape repair, visual inspection of the perc lead found two small tears in the outer silicone sleeve; however, no damage was noted to the underlying bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with approximately 4.5 years of use. Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the percutaneous lead was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The low speed/pump stoppage events reoccurred following the a distal end percutaneous lead (driveline)replacement and the pump was subsequently exchanged. The pump was returned with the percutaneous lead cut approximately 1 inch from the nipple of the pump housing and the remainder of the lead was not returned. Electrical continuity testing of the returned portion of the lead extending from the pump housing revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers showed no areas of damage. An area of breakdown of the metal braided shield was noted on the lead segment; however, the underlying wires were unremarkable with no areas of damage. Microscopic inspection and hipot testing of the underlying wires did not reveal any areas of compromised wire insulation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify a device-related issue that would have contributed to the reported low speed/pump stoppage events; however, approximately 21 inches of the entire length of the percutaneous lead was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.